Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient had urinary retention. A angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure in the left leg. Power pulse was used with 20mg alteplase in 100cc ns. Contrast was also used. The procedure was completed with this device. The total run time was 251 seconds. Hydration was given to the patient during and after the procedure. The left iliac was also stented with a 20x55 wallstent. The case went without incident. 7-8 hours post procedure, it was noted that the patient had not urinated. A foley catheter was placed. About 3 liters of normal saline was given via IV from the time of the procedure until the morning after. By the morning after the procedure, the patient was doing fine and urinating well. Dehydration was a potential contributing factor. There were no other injuries.